Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that no readings, brief sensor issue or sensor error been displayed over 3 hours on both receiver and mobile the day the sensor had been inserted in the arm. He inserted a new sensor. Around 9 pm, the device displayed a ¿wait for 3 hours¿ alert. Believing it would resolve on its own, he went to sleep. By 2 am on (B)(6) 2025, he woke up and noticed the same alert was still showing. He did not check using a bg meter and went back to sleep. Around 5 am, he was unsure of what occurred, but his wife noticed something was wrong and called 911. He was unresponsive at the time. They did not check his bg level before calling emergency services. When emts arrived, they checked his bg which was 24 mg/dl. He was given an IV drip and instructed to eat something. After treatment, his bg rose to 179 mg/dl, and he was stable when the emts left. He was fine during the call. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.